Event description:
It was reported by switzerland that during service and evaluation, quality engineering evaluated the device, and it was determined that the battery reamer drill device trigger did not move smoothly and the color of the front plate faded away. It was determined that the device failed visual inspection. It was further determined that the device failed pretest for general condition and check for sticky trigger. It was noted in the service order that during a total knee arthroplasty procedure for right osteoarthritis, it was discovered that the device stopped working and did not work even after changing the battery. There was a five-minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device stopped working was not confirmed. Therefore, an assignable root cause for the reported condition that the device stopped by itself was not determined. However, during evaluation, it was determined that the device had moving parts that did not move smoothly-trigger. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).